Manufacturer narrative:
The system was serviced in the field. It was determined that the solid-state drive (ssd) was probably corrupt. The ssd was replaced and the software was loaded back on to the system. The system then performed as intended. Codes 10, 120 and 4307 are applicable. The manufacturing representative went to the site prior to the system being serviced in the field and the system become unresponsive when logging into the software. The mouse cursor would move but would not click anything in the software. They let the system sit and it took two minutes before it became responsive again. Codes 10, 114 and 4307 are applicable. Other relevant device(s) are: ssd 9735999r with s8 os s8 svc . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's navigation system became unresponsive when they were actively navigating. This is the second occurrence. The system was unresponsive to navigation and touchscreen or mouse. They performed a hard reboot and had images pushed back over from the imaging system and were able to continue. The system froze while the representative was onsite performing a system checkout. It was clarified that this was found while doing a system checkout for a different issue.

Manufacturer narrative:
H3: the steady state drive (ssd) cable was returned to the manufacturer for analysis. Ssd was tested and did not exhibit any unresponsiveness or slowness when navigating through the software or admin login. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. Software analysis indicated that this was likely due to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.